Event description:
It was reported that the patient electronic unit was sparking and smoke was observed coming from the power cords.

Manufacturer narrative:
Cardiomems patient electronic system was returned with power supply and power cord accessories. Visual inspections of unit and accessories revealed no physical damage or abnormalities. Unit did not power on when the returned power cord was used. A test-standard power cord was connected and the unit powered on successfully. The reported issue with sparking and smoke coming from the power cord could not be duplicated. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.